Event description:
It was reported that during a thyroid procedure a clip failed to load and the surgeon clipped a vessel, thus cutting it. He used suture to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please confirm how ¿clip failed to load ¿ did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify" an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.